Event description:
It was reported that the programmer rf (radiofrequency) head has difficulty auto-identifying devices. The patient check was able to be completed when the rf head did auto-identify. A new friction pad is needed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found intermittent telemetry, the cable was out of electrical specification. It was also noted that the label was missing its coating.